Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number t40f79 and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the vessel was transected after the clip was applied to it. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4).batch # t93658. Investigation summary the analysis results found that the msm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed, therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident as the device was returned empty. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.